Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with a mentor smooth round moderate profile 575cc saline prosthesis and experienced left sided deflation post procedure. The deflation was confirmed through magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/19/2019. Device evaluation summary: according to the information provided, the patient experienced a deflation of the implant and capsular contracture. During evaluation of the sample two creases were observed on the anterior view. Within the crease, a rupture measuring approximately 0.2 cm was noted in the anterior aspect. Additionally, a rupture measuring approximately 0.8 cm was detected on the anterior view. Microscopic examination of the edges of the tear b revealed parallel striations. The striations are consistent with markings made by a sharp instrument perforating silicone material. The silicone elastomer shell may easily be cut by scalpel or ruptured by excessive stress, manipulation with blunt instruments or penetration by a needle. Forceps or hemostats should not be used. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 6/12/2019. The device was explanted on (B)(6) 2019. Is other serious- uncheck. Is required intervention- check. Additional information was received on 6/18/2019. In addition to the deflation reported previously, capsular contracture (baker's grade unknown) was also present. When the devices were explanted, bilateral prosthesis replacement with bilateral prosthesis replacement with 650cc mentor memorygel breast implants was performed. The mentor failure analysis lab received the device for evaluation on 6/26/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 575cc saline prosthesis, catalog #3501690, serial #: (B)(4). Manufacturer's reference number: (B)(4).